Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited high, out-of-range pacing lead impedance measurements measuring, 2,200 ohms after lead re-positioning was performed. The lead was extracted and evaluated and there were no visible issues or trapped tissue in the helix. Subsequently, the physician implanted a new lead successfully. The lead is not expected to be returned. No adverse patient effects were reported.